Event description:
Pt had initial placement of urinary sphincter in 2000 due to urinary incontinence. Prosthesis worked for a short period of time, then the pt was noted to have incomplete closure of the urethra from the sphincter cuff, causing urinary incontinence to return.